Event description:
It was reported that the patient presented remotely. It was noted that the implantable cardioverter defibrillator could not be interrogated through radio-frequency telemetry. No interventions was performed. There were no patient consequences.